Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this recently implanted pacemaker and right atrial (ra) lead exhibited ra undersensing while the patient was seen in clinic, and sensitivity was adjusted to 0.5mv before the patient left. Technical services (ts) reviewed device features and programming options. X-rays were recommended to assess ra lead position. This pacemaker system remains in service. No adverse patient effects were reported.